Event description:
Customer reports that due to missing segments on his precision xtra blood glucose meter he could not see the readings and began to experience symptoms of lightheadedness. He reports being treated at a local clinic and being diagnosed with severe hyperglycemia. The report also states he drank orange juice to counteract his medical symptoms. There is no report of death, serious injury, or mistreatment in this case.

Manufacturer narrative:
The product has been investigated and the complaint is confirmed;missing segments were observed.